Manufacturer narrative:
(B)(4). The patient¿s access vessels were identified as having ¿mild¿ tortuosity and ¿mild¿ calcification. The delivery system was returned to edwards lifesciences for evaluation after use in the procedure. The delivery system was fully inserted through the loader and the sheath, and a valve was crimped on the inflation balloon. The devices were separated for decontamination and evaluation. The returned imagery was reviewed. With valve alignment completed, the valve is slightly offset from the flex tip, indicating a slight amount of valve diving. It is not clear from the imagery whether non-straight anatomy contributed to the offset. Other imagery shows the balloon not inflating (torn balloon confirmed) and the device being withdrawn from the sheath. This imagery does not provide any additional information relevant to the complaint evaluation. The delivery system was visually inspected. The crimp balloon was torn proximal to I/c bond. There were gouges on the flex tip and compression at the distal flex shaft. Due to the condition of the returned device (balloon torn), no functional testing was able to be performed. Double wall thickness measurements were taken on the crimp balloon along the balloon tear. The area distal to the tear could not be measured as that area consists of the bond area with the inflation balloon. The measurements met the double wall thickness specification. Due to the emerging trend in ic bond complaints, the tubing lots and resin for the crimp balloon underwent further review. The related lot was found to be correlated with the increasing complaint trends. The most relevant work orders for the reported complaint were reviewed and did not reveal any issues that could have contributed to this complaint. Review of history for the related lot revealed no additional complaints for ¿balloon ¿torn¿. A review of complaint history from july 2017 to june 2018 for the edwards commander delivery system (all models and sizes) revealed other similar complaints for ¿balloon ¿ torn¿ with returned devices. Seven complaints were confirmed, but no manufacturing non-conformance that would have contributed to the complaints were identified. Available information suggested that the tears may have occurred after valve deployment and were the result of excessive force during withdrawal through the sheath. Due to the high criticality level for this failure mode, a product risk assessment (pra) was previously initiated for risk assessment.  Forty seven complaints were confirmed, but no manufacturing non-conformances that would have contributed to the complaints were identified. Available information suggested that the tears may have occurred during valve alignment and could be attributed to patient/procedural factors. Due to the high criticality level for this failure mode, a product risk assessment was previously initiated for risk assessment. One complaint was confirmed, but no manufacturing nonconformance that would have contributed to the complaints were identified. Available information suggested that incomplete deflation of the balloon post deployment and subsequent withdrawal difficulty may have contributed to the tears. Due to the high criticality level for this failure mode, a product risk assessment was previously initiated for risk assessment. Three complaints were confirmed, but no manufacturing non-conformances that would have contributed to the complaints were identified. Available information suggested that the tears occurred upon full inflation of the balloon and were the result of weakening of the bonds during valve alignment (due to patient/procedural factors). Due to the high criticality level for this failure mode, a product risk assessment was previously initiated for risk assessment. Four complaints were confirmed, but no manufacturing non-conformances that would have contributed to the complaints were identified. Available information suggested that the tears occurred as a result of not pulling the flex tip over the triple markers prior to balloon inflation. Due to the high criticality level for this failure mode, a product risk assessment was previously initiated for risk assessment. Sixteen complaints were confirmed, but no manufacturing non-conformances that would have contributed to the complaints were identified. Available information suggested that procedural and /or patient factors may have contributed to the tears. Due to the high criticality level for this failure mode, a product risk assessment was previously initiated for risk assessment. Three complaints were confirmed. A definitive root cause was unable to be determined. No manufacturing non-conformances were identified. Per management discretion, the balloon torn issue and its associated risks have previously been documented and assessed in a product risk assessment. In addition, to address the emerging trend in ic bond complaints, a CAPA is being updated. Twelve complaints are pending engineering evaluation. A review of the complaint history revealed that the occurrence rate did not exceed the june 2018 control limit for the trend category of ¿damaged¿. Instructions for use (IFU), system preparation manual, and procedural training manual were reviewed for instructions or guidance for proper use of the commander delivery system. No IFU/ training deficiencies were identified. During the manufacturing process, the entire delivery system (including the crimp balloon and inflation balloon) is visually inspected and tested several times. During general specification for s3 balloons, the balloons are 100% inspected for wall thickness and visual defects. Ten (10) balloons are sampled for burst testing following visual inspection. During the crimp balloon molding process, the crimp balloon features are 100% dimensionally inspected. The balloons are 100% visually inspected with unaided eye for general appearance/gross defects. The balloons are 100% visually inspected under 8x magnification for foreign matter, impurity or contamination, fish eyes, gel spots, etc. During crimp balloon to inflation balloon laser bond inspection, the laser weld joint is 100% visually inspected for bubbles and to ensure there is a smooth bond joint with no gaps between components. During the balloon catheter laser bond prep, the balloon assembly is 100% visually inspected prior to laser bonding for any contamination. During balloon pleat, fold, & forming, prior to the process, balloon size is inspected using a go/nogo gauge, and the formed balloon is inspected for distorted/pinched folds. During final inspection, 100% distal to proximal visual inspection by both manufacturing and quality is performed. During flex catheter and balloon catheter leak test, the commander delivery system is 100% leak tested. Post-leak test, there is a visual inspection of the balloon catheter. Additionally, the work order underwent product verification testing as a requirement for lot release. Five (5) lot samples were taken for testing. Of note, no failures occurred during product verification testing and the lot was released. During functional product verification testing, the device is visually inspected for physical defects or damage, tested for balloon burst pressure after fatigue, and visually inspected for tears or separation in the inflation/crimp balloon bond. The lot was accepted. During tensile product verification testing, the inflation balloon/crimp balloon bond was tensile tested, and the lot was accepted. These inspections support that it is unlikely that a defect present in manufacturing contributed to the complaint. The complaint for ¿balloon ¿ torn¿ was confirmed based upon visual inspection of the returned devices. Dimensional testing of the crimp balloon double wall thickness met specification and visual inspection of the device did not reveal a manufacturing nonconformance. Furthermore, review of available information (complaint history, lot history, and DHR) did not identify any evidence of manufacturing non-conformances. A review of manufacturing mitigation supports that the balloon and delivery system have proper inspections in place to detect issues related to the complaint event. A review of complaint history revealed that potential root causes for separation of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and documented in a product risk assessment. Per device training materials, valve alignment should be done in a straight section of the vasculature. If the physician performed the valve alignment process in a tortuous anatomy, it may have resulted in increased forces being applied to the crimp balloon. This may occur as performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces which may result in a crimp balloon tear. Although it was reported that valve alignment was performed in a straight section, gouges were observed on the flex tip of the returned device, which are indicative of high valve alignment forces and valve diving. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question.  Residual volume left in the balloon may also contribute to increased forces during valve alignment or delivery system retrieval, which could lead to a balloon tear. Another previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. At this time, a definite root cause cannot be determined. To address the emerging trend in ic bond complaints, the tubing lots and resin for the crimp balloon underwent under further review. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  A CAPA is being updated to address the emerging trend in ic bond complaints. Per management discretion, due to the high criticality of the failure mode, the balloon torn issue and its associated risks have previously been documented and assessed in a product risk assessment. Although no product non-conformance was confirmed in the returned complaint sample and the occurrence rate did not exceed the control limit, further investigation was performed on the crimp balloon tubing and resin lots. The complaint for ¿balloon ¿ torn¿ was confirmed. A definitive root cause was unable to be determined. No manufacturing non-conformance were identified. Per management discretion, the balloon torn issue and its associated risks have previously been documented and assessed in a product risk assessment. In addition, to address the emerging trend in ic bond complaints, a CAPA is being updated.

Manufacturer narrative:
(B)(4). The patient¿s access vessels were identified as having ¿mild¿ tortuosity and ¿mild¿ calcification. The delivery system was returned to edwards lifesciences for evaluation after use in the procedure. The delivery system was fully inserted through the loader and the sheath, and a valve was crimped on the inflation balloon. The devices were separated for decontamination and evaluation. The returned imagery was reviewed. With valve alignment completed, the valve is slightly offset from the flex tip, indicating a slight amount of valve diving. It is not clear from the imagery whether non-straight anatomy contributed to the offset. Other imagery shows the balloon not inflating (torn balloon confirmed) and the device being withdrawn from the sheath. This imagery does not provide any additional information relevant to the complaint evaluation. The delivery system was visually inspected. The crimp balloon was torn proximal to I/c bond. There were gouges on the flex tip and compression at the distal flex shaft. Due to the condition of the returned device (balloon torn), no functional testing was able to be performed. Double wall thickness measurements were taken on the crimp balloon along the balloon tear. The area distal to the tear could not be measured as that area consists of the bond area with the inflation balloon. The measurements met the double wall thickness specification. Due to the emerging trend in ic bond complaints, the tubing lots and resin for the crimp balloon underwent further review. The related lot was found to be correlated with the increasing complaint trends. The most relevant work orders for the reported complaint were reviewed and did not reveal any issues that could have contributed to this complaint. Review of history for the related lot revealed no additional complaints for ¿balloon ¿torn¿. A review of complaint history from july 2017 to june 2018 for the edwards commander delivery system (all models and sizes) revealed other similar complaints for ¿balloon ¿ torn¿ with returned devices. Seven complaints were confirmed, but no manufacturing non-conformance's that would have contributed to the complaints were identified. Available information suggested that the tears may have occurred after valve deployment and were the result of excessive force during withdrawal through the sheath. Due to the high criticality level for this failure mode, a product risk assessment (pra) was previously initiated for risk assessment.  Forty seven complaints were confirmed, but no manufacturing non-conformance that would have contributed to the complaints were identified. Available information suggested that the tears may have occurred during valve alignment and could be attributed to patient/procedural factors. Due to the high criticality level for this failure mode, a product risk assessment was previously initiated for risk assessment. One complaint was confirmed, but no manufacturing nonconformance that would have contributed to the complaints were identified. Available information suggested that incomplete deflation of the balloon post deployment and subsequent withdrawal difficulty may have contributed to the tears. Due to the high criticality level for this failure mode, a product risk assessment was previously initiated for risk assessment. Three complaints were confirmed, but no manufacturing non-conformances that would have contributed to the complaints were identified. Available information suggested that the tears occurred upon full inflation of the balloon and were the result of weakening of the bonds during valve alignment (due to patient/procedural factors). Due to the high criticality level for this failure mode, a product risk assessment was previously initiated for risk assessment. Four complaints were confirmed, but no manufacturing non-conformances that would have contributed to the complaints were identified. Available information suggested that the tears occurred as a result of not pulling the flex tip over the triple markers prior to balloon inflation. Due to the high criticality level for this failure mode, a product risk assessment was previously initiated for risk assessment. Sixteen complaints were confirmed, but no manufacturing non-conformances that would have contributed to the complaints were identified. Available information suggested that procedural and /or patient factors may have contributed to the tears. Due to the high criticality level for this failure mode, a product risk assessment was previously initiated for risk assessment. Three complaints were confirmed. A definitive root cause was unable to be determined. No manufacturing non-conformances were identified. Per management discretion, the balloon torn issue and its associated risks have previously been documented and assessed in a product risk assessment. In addition, to address the emerging trend in ic bond complaints, a CAPA is being updated. Twelve complaints are pending engineering evaluation. A review of the complaint history revealed that the occurrence rate did not exceed the june 2018 control limit for the trend category of ¿damaged¿. Instructions for use (IFU), system preparation manual, and procedural training manual were reviewed for instructions or guidance for proper use of the commander delivery system. No IFU/ training deficiencies were identified. During the manufacturing process, the entire delivery system (including the crimp balloon and inflation balloon) is visually inspected and tested several times. During general specification for s3 balloons, the balloons are 100% inspected for wall thickness and visual defects. Ten (10) balloons are sampled for burst testing following visual inspection. During the crimp balloon molding process, the crimp balloon features are 100% dimensionally inspected. The balloons are 100% visually inspected with unaided eye for general appearance/gross defects. The balloons are 100% visually inspected under 8x magnification for foreign matter, impurity or contamination, fish eyes, gel spots, etc. During crimp balloon to inflation balloon laser bond inspection, the laser weld joint is 100% visually inspected for bubbles and to ensure there is a smooth bond joint with no gaps between components. During the balloon catheter laser bond prep, the balloon assembly is 100% visually inspected prior to laser bonding for any contamination. During balloon pleat, fold, & forming, prior to the process, balloon size is inspected using a go/nogo gauge, and the formed balloon is inspected for distorted/pinched folds. During final inspection, 100% distal to proximal visual inspection by both manufacturing and quality is performed. During flex catheter and balloon catheter leak test, the commander delivery system is 100% leak tested. Post-leak test, there is a visual inspection of the balloon catheter. Additionally, the work order underwent product verification testing as a requirement for lot release. Five (5) lot samples were taken for testing. Of note, no failures occurred during product verification testing and the lot was released. During functional product verification testing, the device is visually inspected for physical defects or damage, tested for balloon burst pressure after fatigue, and visually inspected for tears or separation in the inflation/crimp balloon bond. The lot was accepted. During tensile product verification testing, the inflation balloon/crimp balloon bond was tensile tested, and the lot was accepted. These inspections support that it is unlikely that a defect present in manufacturing contributed to the complaint. The complaint for ¿balloon ¿ torn¿ was confirmed based upon visual inspection of the returned devices. Dimensional testing of the crimp balloon double wall thickness met specification and visual inspection of the device did not reveal a manufacturing nonconformance. Furthermore, review of available information (complaint history, lot history, and DHR) did not identify any evidence of manufacturing non-conformances. A review of manufacturing mitigations supports that the balloon and delivery system have proper inspections in place to detect issues related to the complaint event. A review of complaint history revealed that potential root causes for separation of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and documented in a product risk assessment. Per device training materials, valve alignment should be done in a straight section of the vasculature. If the physician performed the valve alignment process in a tortuous anatomy, it may have resulted in increased forces being applied to the crimp balloon. This may occur as performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces which may result in a crimp balloon tear. Although it was reported that valve alignment was performed in a straight section, gouges were observed on the flex tip of the returned device, which are indicative of high valve alignment forces and valve diving. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question.  Residual volume left in the balloon may also contribute to increased forces during valve alignment or delivery system retrieval, which could lead to a balloon tear. Another previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. At this time, a definite root cause cannot be determined. To address the emerging trend in ic bond complaints, the tubing lots and resin for the crimp balloon underwent under further review. This review identified a correlation between a recent increase in complaint rates with an alternate extrusion processing methods. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  A CAPA is being updated to address the recent correlation in balloon tear complaint rates with alternate extrusion processing methods. Per management discretion, due to the high criticality of the failure mode, the balloon torn issue and its associated risks have previously been documented and assessed in a product risk assessment. Although no product non-conformance was confirmed in the returned complaint sample and the occurrence rate did not exceed the control limit, further investigation was performed on the crimp balloon tubing and resin lots. The complaint for ¿balloon ¿ torn¿ was confirmed. A definitive root cause was unable to be determined. No manufacturing non-conformance were identified. Per management discretion, the balloon torn issue and its associated risks have previously been documented and assessed in a product risk assessment. In addition, to address the emerging trend in ic bond complaints, a CAPA is being updated.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during the 29mm sapien 3 case by tf approach in aortic position, valve alignment was done in a straight section of the aorta. After the valve was positioned in the annulus, when valve deployment started, the balloon did not inflate at all. It was possible to remove the commander and valve back through the e-sheath. New devices were taken and the valve was successfully implanted. The device was inspected post procedure and it looked like as if the balloon tore at the bonding line.